Event description:
Covidien small (4) and medium clip (2) appliers were used by cardiovascular surgeon to clip off branches on a segment of vein for CABG. While doing so, he noticed that the clips were not compressing completely across the span of the clip and therefore needed to apply 2 clips instead of one. No pt injury or harm. All clip appliers (6) sequestered and sent to risk management.